Event description:
It was reported that the customer received the button error alarm on the insulin pump while bolusing. The customer explained that the buttons were not working at all. The customer's blood glucose was 17.7 mmol/l. Advised that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm occurred during testing. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime/force sensor system and excessive no delivery test. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a minor scratched lcd window, and a scratched reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.